Event description:
Drug/diluent: marcaine 0.25%. Fill volume: 100ml. Flow rate: 2ml/hr. Procedure: diagnostic arthroscopy left shoulder with shaving of extensive glenoid labral tear followed by arthroscopic bankart repair (repairing the anterior labrum and capsule avulsion), arthroscopic complete slap repair followed by mini-open neer acromioplasty with debridement of rotator cuff tear. Cathplace: unknown. Pt alleges cartilage damage in left shoulder following placement of an on-q painbuster, pm012, after surgery on (B)(6) 2007.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Lot information is pending. A follow-up report will be filed once the information becomes available. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As if 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On (B)(4) 2007, I-flow has also prepared a technical bulletin entitled ¿what we know about chondrolysis today¿. (1303722, rev. E).